Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain after essure sterilization/ localised pain'), device breakage ('remnants of essure found'), device dislocation ('migration of essure devices') and polymenorrhagia ('heavy periods, prolonged/ frequent, irregular/ returned approximately 1 year after the ablation') in a 34-year-old female patient who had essure (batch no. 50685169) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced polymenorrhagia (seriousness criteria medically significant and intervention required), 4 months 16 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("deep pain during intercourse") and mental disorder ("psychological/psychiatric problems") and was found to have weight increased ("weight gain"). The patient was treated with mefenamic acid, tranexamic acid, surgery (bilateral salpingectomy on (B)(6) 2014), total laparoscopic hysterectomy on (B)(6) 2020 and endometrial ablation in 2014. Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, device dislocation, polymenorrhagia, weight increased and mental disorder had resolved. The reporter considered device breakage, device dislocation, dyspareunia, mental disorder, pelvic pain, polymenorrhagia and weight increased to be related to essure. The reporter commented: after her essure coils were fitted she began to bleed erratically, removal of the coils and endometrial ablation around 2014. She was told her fallopian tubes had been removed along with the coils. She initially had a good result from the endometrial ablation. At first there was no bleeding but after about a year she started to bleed again and over the past 4 years this has become more frequent and heavier and is especially troublesome when her. In a typical month long period she may only have 1-2 days with no bleeding and the rest of the time the bleeding varies in quantity. Deep pain during intercourse and she wonders whether the essure coils are the cause. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2013: normal vulva, vagina and cervix, normal endocervical canal, slightly enlarged but regular endometrial cavity, normal ostia. Procedure: insertion of essure fallopian tube hysteroscopic sterilization coils. Essure coils were easily placed down each fallopian tube. Laparoscopy - on (B)(6) 2020: diagnosis: heavy periods [previous endometrial ablation] - total laparoscopic hysterectomy. Operative findings: uterus normal and ovaries normal. Evidence of bilateral salpingectomy. Spots of endometriosis in pouch of douglas - minimal. Pathology test - on (B)(6) 2014: specimen fallopian tubes. Clinical information: pain after essure sterilization, scarred by essure, otherwise normal. Gross description: a fallopian tube measuring 84mm with fimbria by up to 12mm in diameter. Fn areas the serosal surface appears paler and more fibrotic. Also ·in the specimen pot there is a separate fallopian tube measuring 64mm in length plus fimbria by up to 14mm in diameter. Serosal surface focally appears more fibrotic. Microscopy: confirms the presence of segments from both right and left fallopian tubes; on (B)(6) 2020: specimen - uterus. Clinical information: laparoscopic hysterectomy for heavy periods. Previous endometrial ablation. Previous essure sterilization and coil removed, but recent scan suggested possible remnants of essure. Macroscopic description: a uterus measuring up to 75mm in length, 65mm transversely and 45mm ap. The endometrium measures up to 2mm in thickness. The myometrium measures up to 20mm in thickness. Further dissection reveals a possible fibroid 4mm in diameter in the right cornu. Further dissection of the left cornu reveals small hemorrhagic cystic areas up to 5mm in diameter and confirms the presence of a helical metal coil consistent with an essure device. Microscopic: uterus and cervix to be entirely benign as expected. The biopsy also confirmed remnants of the essure coil in the uterus. Ultrasound scan - on (B)(6) 2013: attended for localization of essure coils 3 months after insertion and also concerned about heavy, painful periods. Management: trans abdominal ultrasound scan. Findings: normal sized anteverted uterus, essure coils easily located and seen on both sides traversing from the endometrial cavity through the cornual area of the uterus into the proximal fallopian tube, patient advised that coils were easily inserted and seem to be in the right place, therefore I would confirm that she has been sterilized; on (B)(6) 2019: transabdominal and transvaginal pelvic scans performed. Normal anteverted uterus 88mm long x 45mm ap x 65mm transverse. Noted in the endometrial cavity are 2 echogenic linear lines measuring 27mm in length. Batch no 50685169 manufacturing date: 2012-09 expiration date 2015-09-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-apr-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain after essure sterilization/ localised pain'), device breakage ('remnants of essure found'), device dislocation ('migration of essure devices') and polymenorrhagia ('heavy periods, prolonged/ frequent, irregular/ returned approximately 1 year after the ablation') in a 34-year-old female patient who had essure (batch no. 50685169) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced polymenorrhagia (seriousness criteria medically significant and intervention required), 4 months 16 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("deep pain during intercourse") and mental disorder ("psychological/psychiatric problems") and was found to have weight increased ("weight gain"). The patient was treated with mefenamic acid, tranexamic acid, surgery (bilateral salpingectomy on (B)(6) 2014), total laparoscopic hysterectomy on (B)(6) 2020 and endometrial ablation in 2014. Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, device dislocation, polymenorrhagia, weight increased and mental disorder had resolved. The reporter considered device breakage, device dislocation, dyspareunia, mental disorder, pelvic pain, polymenorrhagia and weight increased to be related to essure. The reporter commented: after her essure coils were fitted she began to bleed erratically, removal of the coils and endometrial ablation around 2014. She was told her fallopian tubes had been removed along with the coils. She initially had a good result from the endometrial ablation. At first there was no bleeding but after about a year she started to bleed again and over the past 4 years this has become more frequent and heavier and is especially troublesome when her. In a typical month long period she may only have 1-2 days with no bleeding and the rest of the time the bleeding varies in quantity. Deep pain during intercourse and she wonders whether the essure coils are the cause. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2013: normal vulva, vagina and cervix, normal endocervical canal, slightly enlarged but regular endometrial cavity, normal ostia. Procedure: insertion of essure fallopian tube hysteroscopic sterilization coils. Essure coils were easily placed down each fallopian tube. Laparoscopy - on (B)(6) 2020: diagnosis: heavy periods [previous endometrial ablation] - total laparoscopic hysterectomy. Operative findings: uterus normal and ovaries normal. Evidence of bilateral salpingectomy. Spots of endometriosis in pouch of douglas - minimal. Pathology test - on (B)(6) 2014: specimen fallopian tubes. Clinical information: pain after essure sterilization, scarred by essure, otherwise normal. Gross description: a fallopian tube measuring 84mm with fimbria by up to 12mm in diameter. Fn areas the serosal surface appears paler and more fibrotic. Also ·in the specimen pot there is a separate fallopian tube measuring 64mm in length plus fimbria by up to 14mm in diameter. Serosal surface focally appears more fibrotic. Microscopy: confirms the presence of segments from both right and left fallopian tubes; on (B)(6) 2020: specimen - uterus. Clinical information: laparoscopic hysterectomy for heavy periods. Previous endometrial ablation. Previous essure sterilization and coil removed, but recent scan suggested possible remnants of essure. Macroscopic description: a uterus measuring up to 75mm in length, 65mm transversely and 45mm ap. The endometrium measures up to 2mm in thickness. The myometrium measures up to 20mm in thickness. Further dissection reveals a possible fibroid 4mm in diameter in the right cornu. Further dissection of the left cornu reveals small hemorrhagic cystic areas up to 5mm in diameter and confirms the presence of a helical metal coil consistent with an essure device. Microscopic: uterus and cervix to be entirely benign as expected. The biopsy also confirmed remnants of the essure coil in the uterus. Ultrasound scan - on (B)(6) 2013: attended for localization of essure coils 3 months after insertion and also concerned about heavy, painful periods. Management: trans abdominal ultrasound scan. Findings: normal sized anteverted uterus, essure coils easily located and seen on both sides traversing from the endometrial cavity through the cornual area of the uterus into the proximal fallopian tube, patient advised that coils were easily inserted and seem to be in the right place, therefore I would confirm that she has been sterilized; on (B)(6) 2019: transabdominal and transvaginal pelvic scans performed. Normal anteverted uterus 88mm long x 45mm ap x 65mm transverse. Noted in the endometrial cavity are 2 echogenic linear lines measuring 27mm in length. Batch no 50685169, manufacturing date: 2012-09, expiration date 2015-09-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-mar-2021: medical records received. Patient´s age added. Pain was reported as indication for bilateral salpingectomy in 2014, heavy periods and remnants of essure in the uterus (new event) as indication for the total hysterectomy in 2020. Endometrial ablation in 2014 considered as treatment for heavy periods. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain after essure sterilization/ localised pain'), device breakage ('remnants of essure found'), device dislocation ('migration of essure devices') and polymenorrhagia ('heavy periods, prolonged/ frequent, irregular/ returned approximately 1 year after the ablation') in a 34-year-old female patient who had essure (batch no. 50685169) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced polymenorrhagia (seriousness criteria medically significant and intervention required), 4 months 16 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("deep pain during intercourse"), mental disorder ("psychological/psychiatric problems") and genital haemorrhage ("abnormal bleeding") and was found to have weight increased ("weight gain"). The patient was treated with mefenamic acid, tranexamic acid, surgery (total laparoscopic hysterectomy on (B)(6) 2020 and bilateral salpingectomy on (B)(6) 2014) and endometrial ablation in 2014. Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, device dislocation, polymenorrhagia, weight increased and mental disorder had resolved and the genital haemorrhage outcome was unknown. The reporter considered device breakage, device dislocation, dyspareunia, genital haemorrhage, mental disorder, pelvic pain, polymenorrhagia and weight increased to be related to essure. The reporter commented: after her essure coils were fitted she began to bleed erratically, removal of the coils and endometrial ablation around 2014. She was told her fallopian tubes had been removed along with the coils. She initially had a good result from the endometrial ablation. At first there was no bleeding but after about a year she started to bleed again and over the past 4 years this has become more frequent and heavier and is especially troublesome when her. In a typical month long period she may only have 1-2 days with no bleeding and the rest of the time the bleeding varies in quantity. Deep pain during intercourse and she wonders whether the essure coils are the cause. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2013: normal vulva, vagina and cervix, normal endocervical canal, slightly enlarged but regular endometrial cavity, normal ostia. Procedure: insertion of essure fallopian tube hysteroscopic sterilization coils. Essure coils were easily placed down each fallopian tube. Laparoscopy - on (B)(6) 2020: diagnosis: heavy periods [previous endometrial ablation] - total laparoscopic hysterectomy. Operative findings: uterus normal and ovaries normal. Evidence of bilateral salpingectomy. Spots of endometriosis in pouch of douglas - minimal. Pathology test - on (B)(6) 2014: specimen fallopian tubes. Clinical information: pain after essure sterilization, scarred by essure, otherwise normal. Gross description: a fallopian tube measuring 84mm with fimbria by up to 12mm in diameter. Fn areas the serosal surface appears paler and more fibrotic. Also ·in the specimen pot there is a separate fallopian tube measuring 64mm in length plus fimbria by up to 14mm in diameter. Serosal surface focally appears more fibrotic. Microscopy: confirms the presence of segments from both right and left fallopian tubes; on (B)(6) 2020: specimen - uterus. Clinical information: laparoscopic hysterectomy for heavy periods. Previous endometrial ablation. Previous essure sterilization and coil removed, but recent scan suggested possible remnants of essure. Macroscopic description: a uterus measuring up to 75mm in length, 65mm transversely and 45mm ap. The endometrium measures up to 2mm in thickness. The myometrium measures up to 20mm in thickness. Further dissection reveals a possible fibroid 4mm in diameter in the right cornu. Further dissection of the left cornu reveals small hemorrhagic cystic areas up to 5mm in diameter and confirms the presence of a helical metal coil consistent with an essure device. Microscopic: uterus and cervix to be entirely benign as expected. The biopsy also confirmed remnants of the essure coil in the uterus. Ultrasound scan - on (B)(6) 2013: attended for localization of essure coils 3 months after insertion and also concerned about heavy, painful periods. Management: trans abdominal ultrasound scan. Findings: normal sized anteverted uterus, essure coils easily located and seen on both sides traversing from the endometrial cavity through the cornual area of the uterus into the proximal fallopian tube, patient advised that coils were easily inserted and seem to be in the right place, therefore I would confirm that she has been sterilized; on (B)(6) 2019: transabdominal and transvaginal pelvic scans performed. Normal anteverted uterus 88mm long x 45mm ap x 65mm transverse. Noted in the endometrial cavity are 2 echogenic linear lines measuring 27mm in length. Batch no 50685169, manufacturing date: 2012-09, expiration date: 2015-09-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-nov-2021: event genital bleeding was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain after essure sterilization/ localised pain"), device breakage ("remnants of essure found"), uterine perforation ("perforation of uterus"), device dislocation ("migration of essure devices"), genital haemorrhage ("abnormal bleeding") and polymenorrhagia ("heavy periods, prolonged/ frequent, irregular/ returned approximately 1 year after the ablation") in a 34 year-old female patient who had essure inserted (lot no. 50685169) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of acute pancreatitis, skin cancer, abdominal pain, oedema, deep vein thrombosis, painful l arm, melanoma, menorrhagia, miscarriage, pregnancy (pregnant twice on this despite not missing a pill), headache, endometriosis and endometrial ablation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 138 days after essure insertion, she experienced polymenorrhagia (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), device breakage (seriousness criteria medically important and intervention required), uterine perforation (seriousness criterion medically important), device dislocation (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criteria medically important and intervention required), dyspareunia ("deep pain during intercourse / dyspareunia"), mental disorder ("psychological/psychiatric problems"), depression ("severe depression"), migraine ("migraine"), fatigue ("fatigue"), heavy menstrual bleeding ("menorrhagia") and premature menopause ("early onset of menopause") and was found to have weight increased ("weight gain"). The patient was treated with mefenamic acid and tranexamic acid as well as surgery (total hysterectomy bilateral salpingectomy on (B)(6) 2014, total laparoscopic hysterectomy on (B)(6) 2020 and endometrial ablation) and non-drug therapy (endometrial ablation in 2014). At the time of the report, the pelvic pain, device dislocation, polymenorrhagia, weight increased and mental disorder had resolved. The outcome of genital haemorrhage was unknown. The reporter considered depression, device breakage, device dislocation, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, mental disorder, migraine, pelvic pain, polymenorrhagia, premature menopause, uterine perforation and weight increased to be related to essure administration. The reporter commented: after her essure coils were fitted she began to bleed erratically, removal of the coils and endometrial ablation around 2014. She was told her fallopian tubes had been removed along with the coils. She initially had a good result from the endometrial ablation. At first there was no bleeding but after about a year she started to bleed again and over the past 4 years this has become more frequent and heavier and is especially troublesome when her. In a typical month long period she may only have 1-2 days with no bleeding and the rest of the time the bleeding varies in quantity. Deep pain during intercourse and she wonders whether the essure coils are the cause. Discrepancy noted in insertion date : (B)(6) 2013 as per mr. Discrepancy noted in removal date : (B)(6) 2014, (B)(6) 2020 (as per soi). Essure: 6 coils left. 5 coils right. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2013: normal vulva, vagina and cervix, normal endocervical canal, slightly enlarged but regular endometrial cavity, normal ostia. Procedure: insertion of essure fallopian tube hysteroscopic sterilization coils. Essure coils were easily placed down each fallopian tube [laparoscopy] on (B)(6) 2020: diagnosis: heavy periods [previous endometrial ablation] - total laparoscopic hysterectomy. Operative findings: uterus normal and ovaries normal. Evidence of bilateral salpingectomy. Spots of endometriosis in pouch of douglas - minimal [pathology test] on (B)(6) 2014: specimen fallopian tubes. Clinical information: pain after essure sterilization, scarred by essure, otherwise normal. Gross description: a fallopian tube measuring 84mm with fimbria by up to 12mm in diameter. Fn areas the serosal surface appears paler and more fibrotic. Also ·in the specimen pot there is a separate fallopian tube measuring 64mm in length plus fimbria by up to 14mm in diameter. Serosal surface focally appears more fibrotic. Microscopy: confirms the presence of segments from both right and left fallopian tubes; on (B)(6) 2020: specimen - uterus. Clinical information: laparoscopic hysterectomy for heavy periods. Previous endometrial ablation. Previous essure sterilization and coil removed, but recent scan suggested possible remnants of essure. Macroscopic description: a uterus measuring up to 75mm in length, 65mm transversely and 45mm ap. The endometrium measures up to 2mm in thickness. The myometrium measures up to 20mm in thickness. Further dissection reveals a possible fibroid 4mm in diameter in the right cornu. Further dissection of the left cornu reveals small hemorrhagic cystic areas up to 5mm in diameter and confirms the presence of a helical metal coil consistent with an essure device. Microscopic: uterus and cervix to be entirely benign as expected. The biopsy also confirmed remnants of the essure coil in the uterus [ultrasound scan] on (B)(6) 2013: attended for localization of essure coils 3 months after insertion and also concerned about heavy, painful periods. Management: trans abdominal ultrasound scan. Findings: normal sized anteverted uterus, essure coils easily located and seen on both sides traversing from the endometrial cavity through the cornual area of the uterus into the proximal fallopian tube, patient advised that coils were easily inserted and seem to be in the right place, therefore I would confirm that she has been sterilized; on (B)(6) 2019: transabdominal and transvaginal pelvic scans performed. Normal anteverted uterus 88mm long x 45mm ap x 65mm transverse. Noted in the endometrial cavity are 2 echogenic linear lines measuring 27mm in length; on (B)(6)2022: uterus is not seen, history of hysterectomy. Left ovary is seen with a dominant follicle within measuring 24.8 x 22.7 mm. Conclusion: no significant abnormality. Batch no 50685169, manufacturing date: 2012-09, expiration date 2015-09-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: event- "uterine perforation, depression, early menopause, migraine, fatigue, menorrhagia were added, : reporters information patient medical history and lab data added, rcc updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain after essure sterilization/ localised pain"), device breakage ("remnants of essure found"), uterine perforation ("perforation of uterus"), device dislocation ("migration of essure devices"), genital haemorrhage ("abnormal bleeding") and polymenorrhagia ("heavy periods, prolonged/ frequent, irregular/ returned approximately 1 year after the ablation") in a 34 year-old female patient who had essure inserted (lot no. 50685169) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of vaginal dryness, loss of libido, hormone replacement therapy, menopause, acute pancreatitis, skin cancer, abdominal pain, oedema, deep vein thrombosis, painful l arm, melanoma, menorrhagia, miscarriage, pregnancy (pregnant twice on this despite not missing a pill), headache, endometriosis and endometrial ablation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 138 days after essure insertion, she experienced polymenorrhagia (seriousness criteria medically important and intervention required). On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), device breakage (seriousness criteria medically important and intervention required), uterine perforation (seriousness criterion medically important), device dislocation (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criteria medically important and intervention required), dyspareunia ("deep pain during intercourse / dyspareunia"), mental disorder ("psychological/psychiatric problems"), depression ("severe depression"), migraine ("migraine"), fatigue ("fatigue"), heavy menstrual bleeding ("menorrhagia"), premature menopause ("early onset of menopause"), abdominal pain ("abdominal pain") and flank pain ("left flank pain") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6) 2020. The patient was treated with mefenamic acid and tranexamic acid as well as surgery (total hysterectomy (2020),bilateral salpingectomy on (B)(6) 2014, total laparoscopic hysterectomy on (B)(6) 2020 and endometrial ablation) and non-drug therapy (endometrial ablation in 2014). At the time of the report, the pelvic pain, device dislocation, polymenorrhagia, weight increased and mental disorder had resolved. The outcomes for genital haemorrhage, abdominal pain and flank pain were unknown. The reporter considered abdominal pain, depression, device breakage, device dislocation, dyspareunia, fatigue, flank pain, genital haemorrhage, heavy menstrual bleeding, mental disorder, migraine, pelvic pain, polymenorrhagia, premature menopause, uterine perforation and weight increased to be related to essure administration. The reporter commented: after her essure coils were fitted she began to bleed erratically, removal of the coils and endometrial ablation around 2014. She was told her fallopian tubes had been removed along with the coils. She initially had a good result from the endometrial ablation. At first there was no bleeding but after about a year she started to bleed again and over the past 4 years this has become more frequent and heavier and is especially troublesome when her. In a typical month long period she may only have 1-2 days with no bleeding and the rest of the time the bleeding varies in quantity. Deep pain during intercourse and she wonders whether the essure coils are the cause. Discrepancy noted in insertion date : on (B)(6) 2013 as per (B)(6). Discrepancy noted in removal date : on (B)(6) 2014, (B)(6) 2020 (as per (B)(6). Essure: 6 coils left 5 coils right endometrial ablation. Diagnostic results (normal ranges are provided in parenthesis if available): [histology] on (B)(6) 2014: s the presence of segments from both right and left fallopian tube [hysteroscopy] on (B)(6) 2013: normal vulva, vagina and cervix, normal endocervical canal, slightly enlarged but regular endometrial cavity, normal ostia. Procedure: insertion of essure fallopian tube hysteroscopic sterilization coils. Essure coils were easily placed down each fallopian tube [laparoscopy] on (B)(6) 2020: diagnosis: heavy periods [previous endometrial ablation] - total laparoscopic hysterectomy. Operative findings: uterus normal and ovaries normal. Evidence of bilateral salpingectomy. Spots of endometriosis in pouch of douglas - minimal [pathology test] on (B)(6) 2014: specimen fallopian tubes. Clinical information: pain after essure sterilization, scarred by essure, otherwise normal. Gross description: a fallopian tube measuring 84mm with fimbria by up to 12mm in diameter. Fn areas the serosal surface appears paler and more fibrotic. Also ·in the specimen pot there is a separate fallopian tube measuring 64mm in length plus fimbria by up to 14mm in diameter. Serosal surface focally appears more fibrotic. Microscopy: confirms the presence of segments from both right and left fallopian tubes; on (B)(6) 2020: specimen - uterus. Clinical information: laparoscopic hysterectomy for heavy periods. Previous endometrial ablation. Previous essure sterilization and coil removed, but recent scan suggested possible remnants of essure. Macroscopic description: a uterus measuring up to 75mm in length, 65mm transversely and 45mm ap. The endometrium measures up to 2mm in thickness. The myometrium measures up to 20mm in thickness. Further dissection reveals a possible fibroid 4mm in diameter in the right cornu. Further dissection of the left cornu reveals small hemorrhagic cystic areas up to 5mm in diameter and confirms the presence of a helical metal coil consistent with an essure device. Microscopic: uterus and cervix to be entirely benign as expected. The biopsy also confirmed remnants of the essure coil in the uterus [ultrasound scan] on (B)(6) 2013: attended for localization of essure coils 3 months after insertion and also concerned about heavy, painful periods. Management: trans abdominal ultrasound scan. Findings: normal sized anteverted uterus, essure coils easily located and seen on both sides traversing from the endometrial cavity through the cornual area of the uterus into the proximal fallopian tube, patient advised that coils were easily inserted and seem to be in the right place, therefore I would confirm that she has been sterilized; on (B)(6) 2019: transabdominal and transvaginal pelvic scans performed. Normal anteverted uterus 88mm long x 45mm ap x 65mm transverse. Noted in the endometrial cavity are 2 echogenic linear lines measuring 27mm in length; (date unknown): did not show any pelvic abnormality [ultrasound scan] on (B)(6) 2013: attended for localization of essure coils 3 months after insertion and also concerned about heavy, painful periods. Management: trans abdominal ultrasound scan. Findings: normal sized anteverted uterus, essure coils easily located and seen on both sides traversing from the endometrial cavity through the cornual area of the uterus into the proximal fallopian tube, patient advised that coils were easily inserted and seem to be in the right place, therefore I would confirm that she has been sterilized; on (B)(6) 2019: transabdominal and transvaginal pelvic scans performed. Normal anteverted uterus 88mm long x 45mm ap x 65mm transverse. Noted in the endometrial cavity are 2 echogenic linear lines measuring 27mm in length; (date unknown): did not show any pelvic abnormality [ultrasound scan vagina] on (B)(6) 2012: bleed in early pregnancy both ovaries normal intrauterine pregnancy or uncertain viability; on (B)(6) 2020: uterus is not seen, history of hysterectomy. Left ovary is seen with a dominant follicle within measuring 24.8 x 22.7 mm. Conclusion: no significant abnormality. Batch no 50685169 manufacturing date: 2012-09 expiration date 2015-09-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-may-2024: reporter added. Medical history, lab data, reporter causality comment added. New event added: abdominal pain, flank pain and painful intercourse. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain after essure sterilization/ localised pain"), device breakage ("remnants of essure found"), uterine perforation ("perforation of uterus"), device dislocation ("migration of essure devices"), genital haemorrhage ("abnormal bleeding") and polymenorrhagia ("heavy periods, prolonged/ frequent, irregular/ returned approximately 1 year after the ablation") in a 34 year-old female patient who had essure inserted (lot no. 50685169) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of vaginal dryness, loss of libido, hormone replacement therapy, menopause, acute pancreatitis, skin cancer, abdominal pain, oedema, deep vein thrombosis, painful l arm, melanoma, menorrhagia, miscarriage, pregnancy (pregnant twice on this despite not missing a pill), headache, endometriosis and endometrial ablation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 138 days after essure insertion, she experienced polymenorrhagia (seriousness criteria medically important and intervention required). On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), device breakage (seriousness criteria medically important and intervention required), uterine perforation (seriousness criterion medically important), device dislocation (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criteria medically important and intervention required), dyspareunia ("deep pain during intercourse / dyspareunia"), mental disorder ("psychological/psychiatric problems"), depression ("severe depression"), migraine ("migraine"), fatigue ("fatigue"), heavy menstrual bleeding ("menorrhagia"), premature menopause ("early onset of menopause"), abdominal pain ("abdominal pain") and flank pain ("left flank pain") and was found to have weight increased ("weight gain"). The patient was treated with mefenamic acid and tranexamic acid as well as surgery (total hysterectomy (2020),bilateral salpingectomy on (B)(6) 2014, total laparoscopic hysterectomy on (B)(6) 2020 and endometrial ablation) and non-drug therapy (endometrial ablation in 2014). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, device dislocation, polymenorrhagia, weight increased and mental disorder had resolved. The outcomes for genital haemorrhage, abdominal pain and flank pain were unknown. The reporter considered abdominal pain, depression, device breakage, device dislocation, dyspareunia, fatigue, flank pain, genital haemorrhage, heavy menstrual bleeding, mental disorder, migraine, pelvic pain, polymenorrhagia, premature menopause, uterine perforation and weight increased to be related to essure administration. The reporter commented: after her essure coils were fitted she began to bleed erratically, removal of the coils and endometrial ablation around 2014. She was told her fallopian tubes had been removed along with the coils. She initially had a good result from the endometrial ablation. At first there was no bleeding but after about a year she started to bleed again and over the past 4 years this has become more frequent and heavier and is especially troublesome when her. In a typical month long period she may only have 1-2 days with no bleeding and the rest of the time the bleeding varies in quantity. Deep pain during intercourse and she wonders whether the essure coils are the cause. Descripancy noted in insertion date : on (B)(6) 2013 as per (B)(6) descripancy noted in removal date : on (B)(6) 2014, (B)(6) 2020 (as per (B)(6) essure: 6 coils left 5 coils right endometrial ablation. Diagnostic results (normal ranges are provided in parenthesis if available): [histology] on (B)(6) 2014: s the presence of segments from both right and left fallopian tube [hysteroscopy] on (B)(6) 2013: normal vulva, vagina and cervix, normal endocervical canal, slightly enlarged but regular endometrial cavity, normal ostia. Procedure: insertion of essure fallopian tube hysteroscopic sterilization coils. Essure coils were easily placed down each fallopian tube [laparoscopy] on (B)(6) 2020: diagnosis: heavy periods [previous endometrial ablation] - total laparoscopic hysterectomy. Operative findings: uterus normal and ovaries normal. Evidence of bilateral salpingectomy. Spots of endometriosis in pouch of douglas - minimal [pathology test] on (B)(6) 2014: specimen fallopian tubes. Clinical information: pain after essure sterilization, scarred by essure, otherwise normal. Gross description: a fallopian tube measuring 84mm with fimbria by up to 12mm in diameter. Fn areas the serosal surface appears paler and more fibrotic. Also ·in the specimen pot there is a separate fallopian tube measuring 64mm in length plus fimbria by up to 14mm in diameter. Serosal surface focally appears more fibrotic. Microscopy: confirms the presence of segments from both right and left fallopian tubes; on (B)(6) 2020: specimen - uterus. Clinical information: laparoscopic hysterectomy for heavy periods. Previous endometrial ablation. Previous essure sterilization and coil removed, but recent scan suggested possible remnants of essure. Macroscopic description: a uterus measuring up to 75mm in length, 65mm transversely and 45mm ap. The endometrium measures up to 2mm in thickness. The myometrium measures up to 20mm in thickness. Further dissection reveals a possible fibroid 4mm in diameter in the right cornu. Further dissection of the left cornu reveals small hemorrhagic cystic areas up to 5mm in diameter and confirms the presence of a helical metal coil consistent with an essure device. Microscopic: uterus and cervix to be entirely benign as expected. The biopsy also confirmed remnants of the essure coil in the uterus [ultrasound scan] on (B)(6) 2013: attended for localization of essure coils 3 months after insertion and also concerned about heavy, painful periods. Management: trans abdominal ultrasound scan. Findings: normal sized anteverted uterus, essure coils easily located and seen on both sides traversing from the endometrial cavity through the cornual area of the uterus into the proximal fallopian tube, patient advised that coils were easily inserted and seem to be in the right place, therefore I would confirm that she has been sterilized; on (B)(6) 2019: transabdominal and transvaginal pelvic scans performed. Normal anteverted uterus 88mm long x 45mm ap x 65mm transverse. Noted in the endometrial cavity are 2 echogenic linear lines measuring 27mm in length; (date unknown): did not show any pelvic abnormality [ultrasound scan] on (B)(6) 2013: attended for localization of essure coils 3 months after insertion and also concerned about heavy, painful periods. Management: trans abdominal ultrasound scan. Findings: normal sized anteverted uterus, essure coils easily located and seen on both sides traversing from the endometrial cavity through the cornual area of the uterus into the proximal fallopian tube, patient advised that coils were easily inserted and seem to be in the right place, therefore I would confirm that she has been sterilized; on (B)(6) 2019: transabdominal and transvaginal pelvic scans performed. Normal anteverted uterus 88mm long x 45mm ap x 65mm transverse. Noted in the endometrial cavity are 2 echogenic linear lines measuring 27mm in length; (date unknown): did not show any pelvic abnormality [ultrasound scan vagina] on (B)(6) 2012: bleed in early pregnancy both ovaries normal intrauterine pregnancy or uncertain viability; on (B)(6) 2020: uterus is not seen, history of hysterectomy. Left ovary is seen with a dominant follicle within measuring 24.8 x 22.7 mm. Conclusion: no significant abnormality. Lot number: 50685169 manufacture date: 2012-09 expiration date: 2015-09-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jun-2024: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure devices') in a female patient who had essure (batch no. 50685169) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain / localised pain"), genital haemorrhage ("heavy/ abnormal bleeding") and mental disorder ("psychological/psychiatric problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery salpingectomy and hysterectomy on (B)(6) 2014 and (B)(6) 2020) essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, mental disorder and weight increased had resolved. The reporter considered device dislocation, genital haemorrhage, mental disorder, pelvic pain and weight increased to be related to essure. Batch no 50685169 , manufacturing date: 2012-09, & expiration date 2015-09-30 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-mar-2021: updated quality safety evaluation of ptc. On 12-mar-2021: health authority provided reference number. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure devices') in a female patient who had essure (batch no. 50685169) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain / localised pain"), genital haemorrhage ("heavy/ abnormal bleeding") and mental disorder ("psychological/psychiatric problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy and hysterectomy on (B)(6) 2014 and (B)(6) 2020). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, mental disorder and weight increased had resolved. The reporter considered device dislocation, genital haemorrhage, mental disorder, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: reporter information updated, essure removal dates added, events added (heavy/abnormal bleeding, psychological/psychiatric problems, weight gain, migration of essure devices. All events were recovered. Case upgraded to serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.